Event description:
It was reported that the pump battery was intermittently depleting quickly resulting in the pump shutting off. Customer¿s blood glucose (bg) level ranged from "high" to above 800 mg/dl. As a result, customer administered a manual injection to address the elevated bg and subsequently went the emergency room with high ketones. Customer was treated with intravenous fluids of saline and insulin and was discharged the same day with the issue resolved and no permanent damage. The customer continued to use the pump for insulin therapy. Additionally, it was reported that the customer was using u-200 insulin within their pump supplies. Tandem technical support educated the customer regarding insulin user guidelines.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s user guide: only use u-100 humalog or novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. H3 other text: device not returned.